Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One x-ray image was provided for evaluation. A note stating ¿inserted (B)(6) 2020, retracted (B)(6) 2020, removed (B)(6) 2020 when kinked again¿ was included with the image. The x-ray appears to show the upper right arm and chest region of the patient. A powerpicc catheter appears to be present in the right arm region based on the winged hub shape visible. The catheter extending from the hub appears to be slightly bunched and contain a bent region in the catheter shaft. Additional lines are visible in the lower chest area of the x-ray but do not appear to interact with the catheter. Based on the description of the reported event, possible contributing factors include catheter position, catheter securement, and manipulation of the device. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. The lack of a physical sample did not allow for an inspection of the catheter; however, since a kink appeared to be present in the x-ray image, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported the PICC was inserted (B)(6) 2020. It was retracted on (B)(6) 2020. When it kinked, PICC was removed on (B)(6) 2020 when it kinked again.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0573 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was inserted (B)(6). It was retracted on (B)(6) when it kinked, PICC was removed on (B)(6) when it kinked again.